Manufacturer narrative:
The manufacturer received information alleging a user of dreamstation auto CPAP device reports the device caused throat cancer. No other information was provided. No medical intervention was required by the patient. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a user of dreamstation auto CPAP device reports the device caused throat cancer. No other information was provided. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.